Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 and product recall was initiated for vps product sterilized using eto.

Event description:
It was reported that while using a bd venflon¿ pro safety shielded IV catheter that leakage occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: "backflow of when properly installed. After proper application of venflon below after rinsing, cf. Instructions, give 1 g of tranexamic acid IV by agreement with amk. The following are observed: immediately in connection with. Rinsing with nacl. Observed sudden regression in chamber to venflon with spontaneous and significant outflow of the injection port."